Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the balloon was inserted into abdominal cavity and air was injected by pump, but the balloon would not inflate. Surgeon removed the balloon from cavity and confirmed it was torn. New one was opened to complete procedure. No bleeding. No tissue damage. Nothing fell into cavity. No patient harm. Operating room time not extended.